Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries/neurological damage (nervous system disorder), zinc toxicity (metal poisoning), chronic pain in both legs (pain in extremity), finger numbness (hypoesthesia), foot spasms (muscle spasms), severe and permanent physical injuries (injury), copper depletion (blood copper decreased). Case description: an attorney reported that their client, an adult female age (B)(6), used fixodent denture adhesive, version unk cream beginning 1993 to present concurrently with super poligrip beginning 2000 through (B)(6) 2010, for her personal use as dental adhesives, and reported the following: profound and permanent neurological injuries/neurological damage that included chronic pain in both legs, finger numbness, and foot spasms, zinc toxicity, copper depletion, and severe and permanent physical injuries. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered, not resolved. No further info was provided.